Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device would not stay in standby. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The biomedical engineer (bme) reported to the remote service engineer (rse) that the device would not stay in standby. The rse troubleshot the device with the bme and noticed that the average air was reading -1.60 slpm. The rse provided the bme with the latest service manual rev t and recommended that the bme should replace the flow sensor assembly. The rse also provided the bme with the part number and price of the flow sensor assembly for repair. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) reported to the remote service engineer (rse) that the device would not stay in standby. The rse troubleshot the device with the bme and noticed that the average air was reading -1.60 slpm. The rse provided the bme with the latest service manual rev t and recommended that the bme should replace the flow sensor assembly. The rse also provided the bme with the part number and price of the flow sensor assembly for repair. Per good faith effort (gfe) response, the bme stated that the reported issue was confirmed, and after speaking with technical support, the problem was isolated to the air & o2 flow sensor assembly. After performing the replacement, the bme verified that the issue was resolved, and the device successfully passed all performance verification checks and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.